Manufacturer narrative:
Patient complaint of battery depletion. Explanted device returned for analysis but battery depleted therefore unable to determine therapeutic settings that had been programmed. No visible evidence of abnormality. No further action to be taken.

Event description:
Patient battery depleted very quickly, only lasted about 8 months.